Event description:
It was reported the patient was experiencing pain at the ipg site due to the ipg no longer being stationary in the pocket. As a result, the patient's ipg was explanted and replaced (with a different model) per the doctor's preference. The doctor also implanted the replacement ipg in a new location.

Manufacturer narrative:
Correction numbers: 1627487-12192011-003-r; 1627487-07262012-002-r. UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results : as received, the ipg was responsive and communicated with lab utilities. The ipg was tested to manufacturing specifications using the autotester and passed all tests. Programming the ipg with the downloaded aggressive settings did not display any anomalous outputs when monitored on an oscilloscope. The magnet feature functioned as intended. No physical or functional anomaly was observed that existed prior to explant that would contribute to the reported issue of pain at the ipg site. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.